Event description:
It was reported that there was a surging sensation. While sleeping the night prior to this report, the patient was woken up by a sudden increase in stimulation. She checked her setting and it still showed her in a lying position but the stimulation level had increased. It woke her up 4 times the night prior to this report until she turned it off. It was noted that she fell 3 weeks prior to this report. It was mentioned that the same thing happened a month prior to this report when the implant was being checked by the manufacturer representative and the issue had been corrected at that time. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention occurred, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97792, lot# n413206, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6)2014, product type: lead. (B)(4).